Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This pacemaker was repositioned due to it migrated toward clavicle, causing discomfort. Device remains implanted, no issue with leads. Should additional information become avail able, this file will be updated.